Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was found to be faded and discolored. The display screen was replaced with a test screen and the display returned to normal. Unrelated to the display issue, the keypad was observed to be worn and was torn at the ok and down buttons. The up and down arrow buttons were found to be responding intermittently. The keypad was removed and contamination was observed under all of the button contacts and the up and down button contacts were inverted. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Also unrelated to the display issue, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was faded and discolored. This report is made based on the results of evaluation.